Event description:
A (B)(6) old male patient contacted zoll customer support to report that his response buttons wer not operating properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. The cause of the nonfunctional front response button was physical damage to the switch. When the metallic dome was pressed, it did not make contact with the switch. The source of the physical damage cannot be positively identified. No adverse event resulted from the damaged response button. The patient received a replacement monitor.